Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that there was decreasing recharge intervals after replacement, pocket sensations, and low impedance. With previous device, the consumer recharged every 10 days, with new device, decreased to 10 hours. There were no defined factors that may have led or contributed to the issue. Reprogramming was done, including less active electrodes, which resulted in a bit higher impedances. Troubleshooting found the following recharging statistics: on (B)(6) 2016, the ins 68% full when the charging session was stopped after 3 hours and 45 minutes a new charging session was started when the ins 60% full; on (B)(6) 2016 ins was 79% full when the second charging session was stopped, a new charging session was started after 33 hours and 24 minutes when the ins 49% full; and on (B)(6) 2016 ins was 68% full when the second charging session was stopped, a new charging session was started after 35 hours and 42 minutes when the ins 49% full. It was noted that the consumer used a lot of stimulation to turn stimulation on/off and change programs. Actions/interventions were noted as the data was reviewed (not leading to concluded recharge intervals were extraordinary), no other signals of a system defect/malfunction, and shortened intervals seemed due to higher energy consumption and lower device capacity if compared to previous situation. No further actions are planned other than reprogramming to lower the consumption of energy.

Manufacturer narrative:
Corrected information: sex .